Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology as the prolapsed leaflet likely contributed to the detachment. The reported patient effect of worsening mitral regurgitation was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other leaflet, resulting in increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2016, follow up echocardiogram found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. The patient was confirmed to be stable and no further treatment has been planned. No additional information was provided.